Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation.

Event description:
The customer reported that the roll stand mount failed and the vs4 monitor broke off. No patient or user harm was reported.